Event description:
It was reported that during a superion implant procedure, the spacer broke during deployment. The physician was having difficulty opening the implant. A cracking sound was heard and upon taking an x ray the implant was seen disconnected from the inserter. The physician removed all instruments and the broken implant. It was noted that the patient had thick bone. The physician did not use excessive force during the procedure. A new spacer was used to complete the procedure. The device was not returned for analysis as it was discarded by the medical facility.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.